Manufacturer narrative:
One device was received for evaluation. Examination revealed that there was a cut in the catheter near the tip, and the side of the catheter appeared to be somewhat flattened. There was also a piece attached to the catheter, but during examination it came off the catheter. It was thought that the piece may have been some lubrication from another catheter that adhered to this one. An extensive investigation was conducted in february 2009 to address cut off catheters. Immediate containment actions include significant reduction of the temporary workforce, addition of a second dragger to the packaging operation to augment operator visual inspection, and addition of a qc inspector on the production line full-time to ensure proper process flow and to conduct increased visual sampling checks. This lot of product was manufactured prior to the february 2009 actions; therefore, no further action will be taken at this time. To date, no additional complaints have been recorded for this lot number.

Event description:
According to the information received, an end user reported finding 2 barbs caused by angled cuts into the catheter. One was level with upper hole and pointing downwards, the other was close to the tip of the catheter and pointing upwards. Injury was caused during withdrawal. Customer thinks the latter flaw caused the injury. The end user noticed fresh blood for 36 hours and suffered severe pain during this time. He spoke to his gp but did not go to the hospital. A letter, photographs, and the used sample were sent.